Event description:
It was reported that the patient was found to have vegetation on the right ventricular lead during a transesophageal echocardiogram (tee).the implantable cardiac defibrillator (ICD) and lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).